Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with the top shroud broken and 2 clips jammed between the top shroud and the floor; the clips were removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 14 clips were ejected due to the condition of the top shroud; however, the lockout mechanism was found to be non-functional. No jamming issues occurred upon testing. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and the handle post were found to be broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Event description:
Reference report mw5062792.